Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement test, operating currents, self test, and off no power test. No failed battery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the displacement test, operating currents, self test, and off no power test. No failed battery test noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that wear the insulin pump in the bra. Customer also mentioned a failed battery test. Customer's current blood glucose reading is 184 mg/dl. No further information provided.